Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance and loss of capture were observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2021-17195.